Manufacturer narrative:
(B)(4) evaluation statement: the reported event of occlusion alarms when using 10ml bd posiflush pre-filled saline flush syringes (sku (B)(4)) could not be confirmed. No product or event logs have been returned for this investigation, however this particular syringe used by the customer is not an approved syringe and may not be accurately detected by the device. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
The customer reported occlusion alarms with the pump when they use the10ml bd posiflush pre-filled saline flush sku (B)(4) (non-compatible syringe). They state this occurs with multiple bd tubing as well, on multiple pump modules. There was no patient harm.